Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing performed based on the no disposable alarm investigation and root cause conduct trough an internal CAPA, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, complaint is not confirmed. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. No actions taken, however as part of in process controls add based on internal CAPA root cause, the following containment action was implemented. Pwi was update from revision 104 to revision 105 to add the mohawk exposure criteria. Complete on 08/sep/2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: h4: device manufacturing date could not be determined d4: device serial number/lot number is unknown.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming when trying to do cassette change due to bad tubing. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.